Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that erosion around the wound of the implantable pulse generator (ipg) system implant site occurred. Ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.